Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the bag broke. A new device was opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. The device did not separate and fall into the pt.

Manufacturer narrative:
(B)(4).